Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The peritonitis was manifested by abdominal pain, nausea, and vomiting and the patient was hospitalized that same day. The patient was discharged from the hospital two days later. The treatment for the peritonitis included cefepime (2gm, route and frequency not reported). Three weeks later, the treatment was discontinued and the patient had recovered from the peritonitis. Action taken with pd therapy was not reported. The patient was retrained on proper aseptic technique. No additional information is available.